Event description:
During the preparation of an implant procedure, the helix on the right atrial (ra) lead was already extended and was unable to retract. A new lead was successfully used to resolve event.

Manufacturer narrative:
The reported events of ¿the hélix of the lead was already extension when physician open the product¿ and ¿he was not able to retract helix¿ were not confirmed. As received, a complete lead was returned in one piece without the product packaging. Visual examination of the lead found the helix was retracted within specification with no evidence of blood or tissue at the helix region. After applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within specification.